Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin intraperitoneally and intravenously (dosages, frequencies, and durations not reported) for the peritonitis event. Peritoneal dialysis therapies were ongoing, but it was noted that the peritoneal dialysis catheter was planned to be removed on an unknown date in the near future and that the patient would switch to home hemodialysis therapy. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the peritonitis was manifested by abdominal pain, cloudy effluent, and an elevated white blood cell (wbc) count. The cause of the peritonitis was a break in aseptic technique and there was no further description of the break in aseptic technique. On an unreported date in the same month as the onset, the patient began treatment with vancomycin 1 gram in 1 liter dianeal intraperitoneally (frequency and duration not reported) for the elevated wbc count. On an unreported date, the patient was given a double dose of the vancomycin therapy. After two days of hospitalization, the patient was discharged. On an unreported date, the patient experienced relapsing peritonitis. Thirty-four days prior to the receipt of this additional information, the patient was hospitalized for the relapsing peritonitis event. After three days of hospitalization, the patient was discharged. The patient was not recovering from the relapsing peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.